Event description:
During review of programming history, it was noted that high impedance was seen during system diagnostics on (B)(6) 2010. The device was subsequently programmed off on (B)(6) 2010. A system diagnostic on the date of surgery was normal: (B)(6) 2008: ok/ok/ok (dcdc=2).

Manufacturer narrative:
Review of programming history.

Event description:
Additional information was received. X-rays were performed, but the images are not available. There was no patient manipulation or trauma. The device was explanted in (B)(6) 2012 and disposed of the by the explanting facility. The patient was not replaced due to vns therapy no longer desired.